Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The sterile trac 1.5x4.0mm ht screws 5 (part# sp-st5-6104, qty 1 screw) was returned without original packaging for evaluation. On visual inspection, the screw is in fair overall condition. The tip of the screw is intact with minimal damage, but there is significant damage and stripping to the cross drive of the screw head, indicating an insertion attempt. Functional testing of the screw's retention was done by attempting to mate it to a 15-1196 1.5mm ht x-lock + 01-7390 green handle screwdriver assembly and seeing if the screw could support the weight of the blade and driver assembly. The screw repeatedly fell off the blade and could not support the assembly weight. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to damage sustained during the insertion attempt. This could have been due to an off-axis attempt, using the wrong blade, or excessive torque being applied. The unknown blade was not returned, therefore functional testing and inspections could not be performed, and no conclusions could be made regarding how it relates to the failure mode and root cause. The instructions for use (IFU) for this product has the following information regarding bone screws: bone screws the screwdriver, which has been designed, for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. Excessive torque can cause the screw to fracture. Self drilling screws may fracture, bend or break if used in a bicortical application. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Medical device: biomet microfixation blade, catalog #: ni, lot #: ni. Therapy date: (B)(6) 2018. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon was unable to insert the screw due to the driver/ blade not adequately gripping the screw head. The surgeon was able to use the driver/ blade and an alternative screw to complete the procedure. No adverse events have been reported as a result of the malfunction.